Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not prime the tubing prior to starting insulin delivery. Customer primed the tubing and filled cannula. Insulin delivery was resumed. Blood glucose was 300 mg/dl and a bolus was delivered to address bg. Customer declined further assistance from tandem technical support.